Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The caller stated that the customer was found deceased in his home. The caller stated that the cause of death was acute congestive heart failure and, the autopsy report stated diabetes as a contributing factor. The caller stated that the customer's death was unexpected and there were no preceding illnesses. The caller did not know the customer's blood glucose at the time of passing. At the time of the phone call, the caller stated that they do not have the customer's insulin pump with them. The caller stated that the customer was wearing the insulin pump at the time of death. The caller stated that the customer did not use sensors. The caller agreed returning the insulin pump for analysis. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.